Manufacturer narrative:
The referenced gastrointestinal (gi) bleed was reported under medwatch MFR report #2916596-2018-00339. (B)(4). Approximate age of device ¿ 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had persistently elevated lactate dehydrogenase (ldh) beginning on (B)(6) 2017 after coumadin was held due to a gastrointestinal (gi) bleed. Lactate dehydrogenase (ldh) was 923 u/l. Patient¿s baseline ldh was the mid-200 - 300s u/l. No testing or imaging was completed. The patient was treated with heparin infusion. On (B)(6) 2017, the patient underwent a pump exchange.

Manufacturer narrative:
Device thrombus was confirmed via the evaluation of the returned left ventricular assist system (lvas). Upon disassembly, examination of the outlet stator revealed a deposition surrounding the outlet bearing ball. The formation revealed some denaturation and was tissue-like in nature. In addition, the formation lacked laminated layering, suggesting that it did not initially form in the outlet stator. Although its origin and duration of time for which it was present in the pump could not be determined, there were contact marks on the outlet bearing cup which indicate that the deposition was present in the outlet stator while the pump was in operation. The observed deposition could have contributed to the reported rise in lactose dehydrogenase (ldh). Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.